Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, an ulceration occurred. The index procedure treated the 3.0x12mm, 99% stenosis of the mid rca (right coronary artery). Treatment consisted of predilation and placement of a 3.0x16mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. At the study required angiography in 2009, an ulceration of the mid rca was found. Core lab results noted a "definite wide mouth aneurysm at follow-up." The patient was treated with medication and the event was reported to be ongoing or unresolved. The investigator assessed this event as highly probably related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.